Event description:
It was reported that nicu central does not have sound. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The following functional tests were performed: a philips service personnel spoke to the customer. A philips technical consultant (tc) has been involved onsite. The tc identified the first central station nicu4 has its audio cable physical swapped between the nicu pacu central station. After swapping the cable back to the correct central station, the audio is working again on both nicu pacu and nicu4. Nicu 2 central station is using the hdmi as the audio output, after changing the audio output from hdmi back to analog, the audio is working again. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.